Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during fse study session cardiosave intra aortic balloon pump (iabp) helium cylinder low pressure alarm occurred due to incorrect operation procedure. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The iabp unit was used during a training by fse at the facility, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a